Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a guidezilla guide extension catheter and an nc quantum apex balloon catheter. Tactile inspection and visual inspection under magnification were performed. There was blood in the inflation lumen and the balloon was loosely folded. An inflation device filled with water was connected to the hub of the device. When positive pressure was applied, the catheter inflated without any issue. The device could not maintain pressure, due to a single pinhole in the balloon 16mm from the tip of the device. There was no damage or irregularities with the markerbands. There were numerous hypotube kinks. There was no damage to the distal shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-07932 reportable based on analysis completed on 11/04/2015. It was reported that the balloon failed to inflate. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified distal left circumflex artery (lcx). A guidezilla¿ guide extension catheter was inserted through a 6f mach1 guide catheter; however, the collar of the guide extension catheter was kinked. Furthermore, a 12mm x 2.25mm nc quantum apex¿ balloon catheter was advanced to the target lesion but during the first inflation, the balloon could not be inflated at all. The procedure was completed with another device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed a pinhole leak.